Manufacturer narrative:
The facility filed a medwatch report (mw5065775) for the driver tips breaking on (B)(6) 2016. Although a request for product return was requested by the facility reporting the complaint, the device has not been received by the manufacturer for evaluation to date. The manufacturer's DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the surgeon. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate. Device was not returned.

Event description:
During a bunion procedure on (B)(6) 2016, the surgeon reported that two driver (1405-2104) tips broke while he was driving screws into plates. It was reported that for one of the drivers, the tip was retained in the head of the screw, which was implanted in the patient. There was no resulting delay in the surgery and the overall procedure was successful.